Manufacturer narrative:
Pc-(B)(4). Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information received: the case was post op. Therefore, ¿another device was not used to complete the case.¿ . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the post-op leak is associated with an alleged deficiency with the device or were there other patient factors that may have caused or contributed to the leak? Were there any clip formation issues intra-operatively? What was the number of clips placed on the patient side? What was the number of clips placed on specimen side? During treatment and reop, were clips still in place? If so, please describe the shape?

Event description:
It was reported that during a laparoscopic cholecystectomy, bile leaked. It might be caused because cholecystitis had occurred. The device was used on the blood vessel. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2022 this medwatch report was initially submitted on (B)(6) 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket (B)(4) for additional details. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: does the surgeon believe that the post-op leak is associated with an alleged deficiency with the device or were there other patient factors that may have caused or contributed to the leak? It might be caused because cholecystitis had occurred. No further information will be available. Were there any clip formation issues intra-operatively? No further information will be available. What was the number of clips placed on the patient side? No further information will be available. What was the number of clips placed on specimen side? No further information will be available. During treatment and reop, were clips still in place? No further information will be available. No further information will be provided.